Manufacturer narrative:
When the end user stood up, she scraped hear calf against the adjustment knob and suffered a 2 inch x 2 inch skin tear. The area was cleansed and the physician prescribed antibiotics for 7 days. The sample was returned and evaluated. No defects or deformities were found. There were slight indentations on the adjustment knob but no sharp edges.

Event description:
The end user suffered a skin tear from the adjustment knob and was placed on antibiotics.